Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date two months prior to receipt of this report, the patient was treated with vancomycin (dose, frequency and route not reported) and fortum (dose, frequency and route not reported). The cause of the peritonitis was unknown. Dianeal therapy was ongoing. It was not reported if the patient was hospitalized for the event. The outcome of this peritonitis event was not reported. No additional information is available. This is report 3 of 3 involved in this peritonitis event.